Event description:
Per provider will not start. Per independent repair center statement, the unit was unit will not start. Additional malfunctions were the inlet filter dirty, power switch control has short circuit, zipp tie replaced.